Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead set a red a alert for a high, out of range (oor), shock impedance value. There was a red alert for shock impedance oor. Several reprogramming options were recommended at the time of a new device implant. The explant indicator has already been triggered on the implanted implantable cardioverter defibrillator (ICD). A longevity analysis was carried on and the battery showed a normal battery depletion behavior. A commanded shock at change out was also recommended to get delivered impedance value at that time. At this time, the ICD and the rv lead remain in service. According to the sales representative, the alert range was increased and more testing is planned at generator change. No adverse patient effects were reported.